Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to corroded keypad traces. The pump was also received with crack case on all four corners near display window.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to water. The insulin pump was returned for analysis.